Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy, however it was also reported that the pink slide moved forward. This indicates a needle mechanism failure. It was also reported that when the pod was removed it was noticed on the personal diabetes manager (pdm) that it stated it "could not find the pod." No change in blood glucose was reported.

Manufacturer narrative:
Please disregard MDR report ref# 3004464228-2025-41555-00, after additional review of information, there was no indication of a needle mechanism failure, therefore the issue is not reportable.

Event description:
Nullify.